Event description:
It was reported, the reprocessor exhibited the alcohol valve (al-valve unit/gj945200) cannot be controlled, and the pump head of the pipeline pump (dp-pump unit/gl216200) was worn. The issue occurred at reprocessing. There were no reports of delay, patient harm, injury, or death. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated g2 and h3. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced. The likely cause could be that defect of the al-valve unit caused a backup of the alcohol. According to gfe, ¿endoscopic alcohol injection drying was done by syringe injection¿ and ¿it did not affect the cleaning and sterilization of endoscopes.¿ however, a definitive root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.